Event description:
I was admitted for surgery of the abdomen (removal of recurs abdominal muscles) in order to remove a desmoid tumor. A significantly large piece of ethicon ultrapro mesh was placed over the area. I have since suffered with debilitating pain, vomiting, diarrhea, insomnia, nightmares, heart palpitations, hot and cold sweats, and the sensation of tearing, and scraping in my abdomen. I am in need of mesh removal and repair of the area, but I've been told it could result in worse injury. I have also been told that this surgery will require the removal of back muscles to reconstruct the abdomen. I am on permanent social security disability, said I want my life back. The depression, anxiety, and panic has torn my family apart, and left my kids and me struggling. This is not ok. I have had consultation, but no test will show the damage caused by mesh, as it can't be seen in regular imaging. The only reliable test is exploratory surgery. FDA safety report ID# (B)(4).